Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "rupture" and "breast infection". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "a rupture" and left side "breast infection". Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, delamination partial orientation dot, missing orientation dot, wear abrasion and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening missing orientation dot due to inconclusive a delamination partial of the orientation dot (adhesive failure).

Event description:
Device has been explanted.